Manufacturer narrative:
(B)(4). For 1 event the field engineering specialist found that the cause of the issue was a defective tube on a rinse station. For 3 events the issue was resolved by the field service representative actions. For 1 event the kinked tubing was determined to be the root cause of the issue. There have been no further issues following the service visit. For 1 event the investigation did not identify a product problem. The issue appeared to be resolved by the service actions. For 1 event the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for 1 of the events was the field engineering specialist replaced the defective tubing and the issue was resolved. The follow up/corrective actions for 1 of the events was the field service representative found the rinse mechanism was dripping and the vacuum tubing had a hole worn into it. He replaced the tubing and the customer performed maintenance, calibrated, ran controls, and verified results. The follow up/corrective actions for 1 of the events was the field service representative found damage to the waste tube which was causing a leak on top of the rinse unit and was leaking and splashing onto reaction cells. He cleaned the crystallization of the waste and cleaned around reaction ring. He repaired the tubing and ran mechanism checks to verify. The customer ran qc and patient samples with no issues. The follow up/corrective actions for 1 of the events was a field engineering specialist found a kink in the tubing that was causing less water to be dispensed for the washings of the reaction cells. He fixed the damaged tubing and adjusted the rinse water. The follow up/corrective actions for 1 of the events was the field service representative checked the pump pressure, cleaned all the reagent probes, checked all adjustments and valves, replaced the sample probes and cuvettes, and tightened the spring on the rinse station. Calibrations and qc were acceptable. The follow up/corrective actions for 1 of the events was the field service representative found the rinse mechanism was overspilling into the cuvettes. He adjusted the rinse mechanism to specification, ran calibration, qc, and precision testing. The follow up/corrective actions for 1 of the events was not provided. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>7</noe> malfunction events. Erroneous low results were generated by a cobas 8000 c 702 module. The events involved a total of 11 patients with the following: four erroneous results for ca2 calcium gen.2, one erroneous result for hdlc3 hdl-cholesterol plus 4th generation, one erroneous result for creatinine, one erroneous result for calcium, four erroneous results for phos2 phosphate (inorganic) ver.2. The patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.